Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, the knife was advanced after sealing, but the knife sharpness was poor. Problems with dissection, scalpel, or both. The device did not dissect adequately. There was no device break and no piece fell into the patient cavity. Replaced with another device and it worked fine. Photo was submitted showing part of knife blade track chipped off. There was no patient injury. Medtronic's initial evaluation of the incident device found that there was insulation damage on the jaws of the device and a piece of insulation was missing from the tip of the jaws and not returned.

Event description:
According to the reporter, during a procedure, the knife was advanced after sealing but the knife sharpness was poor. Problems with dissection, scalpel, or both. The device did not dissect adequately. Replaced with another device and it worked fine. There was no patient injury. Medtronic's initial evaluation of the incident device found that there was insulation damage on the jaws of the device and a piece of insulation was missing from the tip of the jaws and not returned.

Manufacturer narrative:
D10 concomitant product/s: vlft10gen, vlft10gen ft series energy platformx1, (sn: unknown) h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted insulation damage was on the jaws of the device. A piece of insulation was missing from the tip of the jaws and not returned. The overmold was also damaged. The damage to the device's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The knife cut of the device was tested on a silicone test strip with acceptable results, however, the knife blade was unable to make a full cut due to the damage on the jaws. It was reported that the device did not dissect adequately. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: carefully insert and withdraw the instrument through the cannula to avoid damage to the device and/or injury to the patient. Close jaws using device lever before insertion/extraction in the trocar. Use the appropriately sized trocar to allow for easy insertion and extraction of the instrument. Keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.